Event description:
Stryker UK received a letter from (B)(4) in relation to a (B)(6) year old male patient who underwent a left primary thr on (B)(6) 2007. The solicitor reported that the patient made a good recovery and was listed for the right hip to be done in (B)(6) 2007. The patient returned to hospital a little earlier than scheduled as he had become aware of an abnormal sound from his left hip which occurred when he was going up and down the stairs although there was no associated pain or other symptoms. As x-rays were normal, the surgeon decided to monitor the patient to be reviewed in 3 months' time. The solicitor reported that by (B)(6) 2011, the patient began complaining of pain, stiffness, difficulty in walking and left leg swelling. The solicitor reported that the patient was reviewed in clinic on (B)(6) 2011, complaining of increasing pain bilaterally, particularly affecting the left hip. The patient was referred for metal ion tests an MRI scan and an aspiration. An MRI carried out on (B)(6) 2011 confirmed a diagnosis of alval lesions around the left hip replacement. The solicitor reported that at this time the pattern was associated with the reaction of a failing metal-on-metal prosthesis, although there was no evidence of infection. The patient was seen in clinic on (B)(6) 2011 and was advised that the aspiration procedures showed very little fluid on the left but quite a large brown stain of fluid on the right. The surgeon therefore indicated that the problems were bilateral and therefore revision of both hips would be needed. The patient's left hip was revised on (B)(6) 2011 as a result of alval.

Manufacturer narrative:
The information in this report was provided by a foreign solicitor regarding a legal claim. Additional devices listed in this report are: cat # mmh-9988-0458, lot # fm073676, description: mitch trh md hd sz 58-4, manufacturer: depuy. Cat # mac-9988-5864, lot #fm071016, description: std mitch trh cp sz 58/64, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding alval involving an exeter v40 stem 44mm no 3 was reported. The event was not confirmed. A review of the provided medical records by a clinical consultant indicated: ¿based upon current rather limited information, the failure scenario for the left hip appears reasonably clear with an abnormality in friction of the mom bearing causing excessive metal ion release into the arthroplasty environment contributing to muscle tissue necrosis around the hip (¿pseudotumor¿) with pain and loss of functionality that incompletely recovered after revision surgery 4-years after primary arthroplasty. Typical alval diagnosis cannot be made on the current material although a relationship with metal ion release appears evident, at least for the left hip. Root cause may be an adverse mix of patient-related and/or procedure related factors but cannot be established without proper x-rays to evaluate component position, a potential and frequent source of procedure-related problems in clinical practice.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, progress notes, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
Stryker (B)(4) received a letter from carries solicitors in relation to a (B)(6) year old male patient who underwent a left primary thr on (B)(6) 2007. The solicitor reported that the patient made a good recovery and was listed for the right hip to be done in (B)(6) 2007. The patient returned to hospital a little earlier than scheduled as he had become aware of an abnormal sound from his left hip which occurred when he was going up and down the stairs although there was no associated pain or other symptoms. As x-rays were normal, the surgeon decided to monitor the patient to be reviewed in 3 months' time. The solicitor reported that by (B)(6) 2011, the patient began complaining of pain, stiffness, difficulty in walking and left leg swelling. The solicitor reported that the patient was reviewed in clinic on (B)(6) 2011 complaining of increasing pain bilaterally, particularly affecting the left hip. The patient was referred for metal ion tests an MRI scan and an aspiration. An MRI carried out on (B)(6) 2011 confirmed a diagnosis of alval lesions around the left hip replacement. The solicitor reported that at this time the pattern was associated with the reaction of a failing metal-on-metal prosthesis, although there was no evidence of infection. The patient was seen in clinic on (B)(6) 2011 and was advised that the aspiration procedures showed very little fluid on the left but quite a large brown stain of fluid on the right. The surgeon therefore indicated that the problems were bilateral and therefore revision of both hips would be needed. The patient's left hip was revised on (B)(6) 2011 as a result of alval.